Manufacturer narrative:
Review of the additional information received has determined that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 17-jun-2020 from a healthcare professional (hcp) via a company representative who reported that no actions were necessary to resolve the stall. The pump started approximately 3 hours after the MRI. The issue was resolved, and the pump was working. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that it had been approximately 3.5 hours since the patient had a MRI (magnetic resonance imaging) and the motor stall had not recovered. No symptoms were reported. No further complications have been reported as a result of this event.